Manufacturer narrative:
No injury alleged. Dealer went to repair the chair and noticed the motor brushes smelled burnt. The motor and brushes are encased within a metal housing. Chair was serviced by dealer and remains in service. Manufacturer has made several attempts at having the complaint motors returned for an eval. Dealer has not responded. Chair remains in use. MDR filed solely on dealer's statement of alleged burnt brushes.

Event description:
The motor brushed were allegedly charred and smelled burnt. No injury is alleged.